Manufacturer narrative:
A picture was returned showing a primary plum set. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported in the early hours of the morning, moisture was found on the patient's bed after the nurse replaced the intravenous (IV) tubing. It was suspected that there was a leak at the green connector of the tubing after investigation, and the rubber tip had not been punctured. There were two instances so far. There was a potential for the IV fluid to leak out due to tubing leakage, preventing the administration of fluids to the patient and causing ineffective treatment. Replaced with a new set. Patient was not affected. There was patient involvement but no patient harm. This captures 1 of 2 occurrences.

Manufacturer narrative:
The device is not available for evaluation; however, photos were provided by the customer. Investigation is pending.